Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 2.3 mmol/lat the time of incident and the current blood glucose level was 5.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with jelly baby. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was alleging as the pump was over delivering because she changed the set of cannula the device will not be returned for analysis. Unomed inf set; frn-mmt-326-rsvr.